Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a ripped and bubbled downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair of a ripped downstream occlusion (dso) seal. Log events were reviewed and there were no errors related to the customer complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. The reported issue was able to be replicated through visual inspection. The cause of the reported issue was normal wear and tear. The reported issue was resolved by replacing the dso seal. Upon further investigation, found upstream occlusion (uso) seal buckling, and unit would intermittently fail occlusion test by prompting the continue to prime selection screen without displaying a high alarm. Replaced uso seal and the air in line detector. Device passed all testing post repair.